Event description:
A cartridge change error was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer's blood glucose reached 400 or more mg/dl, prompting a corrective injection via mdi and assistance from their husband who provided insulin supplies. No injuries occurred, but the customer needed further assistance from technical support. They were instructed to remove the cartridge, inspect and clean the pump, and attempt to reload the cartridge, although this attempt was unsuccessful. As a result, the customer was referred for escalated troubleshooting with customer support assistance.